Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a 18-18mm amplatzer talisman patent foramen ovale (pfo) occluder with an unknown delivery system was chosen for a pfo closure procedure on (B)(6) 2022. During procedure, after the initial deployment, the delivery cable was unable to be detached from the talisman pfo occluder. The device was recaptured and removed from the patient. The user loosened the device with a 1/8 counter-clockwise turn and reintroduced the device into the delivery sheath. The device was then successfully deployed occluding the pfo defect. The delivery sheath was removed from the patient and the patient developed a pericardial effusion while in recovery. The pericardial effusion was drained. The patient required additional hospitalization due to the event. The patient was noted as stable and was discharged on (B)(6) 2022. The patient remained stable throughout the procedure.

Manufacturer narrative:
An event of difficulty releasing the device and pericardial effusion were reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.

Event description:
N/a.